Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was decreased by 6.5 mmhg. Readings were observed under the manufacturer's patient care network database.¿

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the information provided was performed, and the sensor was within the tolerance for cm mean compared to measurements acquired during an echocardiogram. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was initially reported that a right heart catheterization was performed to confirm the validity of the pressure sensor readings. Additional information provided confirmed that an echocardiogram was performed rather than a right heart catheterization. The reported sensor recalibration with a mean decrease by 6.5 mmhg is accurate.